Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, with a current fill estimate of 25 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The customer was educated on completing the necessary steps to remove air from the cartridge and successfully reloaded the existing cartridge, resulting in a corrected fill amount of an additional 180 units. The customer resumed insulin delivery, and the issue was resolved, with no further assistance requested.